Manufacturer narrative:
On 5th of september 2024, our customer reported an incident with our selenia dimensions mammography system (serial number (B)(6)). It was reported that vertical transport assembly (vta) error appeared. This vta error usually appears when an uncommanded motion of the c-arm is detected. The incident occurred during the procedure. No injury was reported to the user/staff. On the same day, our hologic field engineer (fe) visited the site to examine the system for the vta error. The fe confirmed that c-arm moved slightly up/down direction without any command. The fe checked the mechanical parts of the vertical travel assembly (vta) and found that the motor clutch is defective. The defective clutch has been replaced. The system was extensively tested and is now operating according to specifications. No part was returned (the part was recycled), so no initial evaluation could be performed. The drag brake was 2821 days old from the date of system manufacture to the date of the incident. Because no part was returned, the investigation will be limited. Reviewing the error codes, vta is the originating error code which indicates unexpected vertical motion in the downward direction or stalling. This then triggers an emergency gantry shutdown as a safety feature. A review of device history showed that this behavior did not recur since the troubleshooting performed by the fe. Due to the unreturned part, the root cause of the uncontrolled motion is unknown. The probable cause is a malfunctioning drag brake due to wear and tear. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 1, which is acceptable risk. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4), serial number: (B)(6), sku: sdm-05000-3dc, date of manufacture: 6/14/2016, date of installation: (B)(6) 2016, complaint date: (B)(6) 2024, closest pm to complaint date: 5/6/2024, date of part manufacture: unknown. DHR review: there were no related discrepancies listed in the DHR. The DHR listed that c-arm up and c-arm down motions were functioning without noted issues.

Event description:
On the 5th of september 2024, its was reported an incident with selenia dimensions mammography system. It was reported that a vta 29:17 error appeared. This vta 29:17 error usually appears when an uncommanded motion of the c-arm is detected. On the 5th of september 2024, a field service engineer confirmed that c-arm moved slightly up/down direction without any command. The incident occurred during the procedure. No injury was reported to the user/staff. On the 5th of september 2024, the field engineer visited the site to examine the system for the vta 29:17 error, checked the mechanical parts of the vertical travel assembly (vta), and found that the motor clutch was defective. The field engineer confirmed the root cause of this incident was a defective vta clutch. The defective clutch has been replaced. The system was extensively tested and is now operating according to specifications. No additional information available.